Event description:
It was reported that during bi-v implant, there was noise on the rv channel when the atrial lead was inserted. The noise caused inhibition of pacing. The ICD was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.